Manufacturer narrative:
(B)(6). Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.

Event description:
It was reported that during a ureteroscopy procedure for kidney stones, the fiber broke outside of the scope and a pop sound was heard; the fiber put a small hole in the patients drape. The procedure was completed with another fiber, without patient complications.

Event description:
It was reported that during a ureteroscopy procedure for kidney stones, the fiber broke outside of the scope and a pop sound was heard. The procedure was completed with another fiber and there were no patient complications.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
MFR email- (B)(4).

Event description:
It was reported that during a ureteroscopy procedure for kidney stones, the fiber broke outside of the scope and a pop sound was heard. The procedure was completed with another fiber and there were no patient complications.

Manufacturer narrative:
MFR email- (B)(4).

Event description:
It was reported that during a ureteroscopy procedure for kidney stones, the fiber broke outside of the scope and a pop sound was heard. The procedure was completed with another fiber and there were no patient complications.

Event description:
It was reported that, during a ureteroscopy procedure for kidney stones, the fiber broke outside of the scope and a pop sound was heard. This occurred immediately after the laser was set to ready mode and the foot pedal was depressed. The fiber burned a small hole in the surgical drape, the velcro under the drape, and the plastic stirrup that was holding the leg of the patient. There was no injury to the patient. The procedure was completed with another fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber was broken in two pieces and the tip was degraded. Also, it was identified burn marks on the fiber jacket and broken ends of the fiber body. The fiber break could have occurred during use and when it was removed from the scope and kink and that led to the fiber break. It is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the fiber body break, leading to the reported event. The reported fiber break was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. MFR email- (B)(4).